Event description:
Information received that the patient had wound dehiscence at the generator site rather than the neck site and patient underwent re-stitching. It was reported that the patient was prescribed antibiotics for prophylaxis. It was indicated that the wound dehiscence was due to dissolvable stitches being used. It was noted that both the neck and chest incision had now healed.

Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy.

Event description:
It was reported that the stitches at the patient's neck site were opening up. The patient went to the emergency room as a result however there was no indication of a admission. Device history records were reviewed and no unresolved non-conformances were found. No other relevant information has been received to date.